Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that it was taking the patient longer to charge the battery and that they were recharging more often. It was reported that the battery was overdischarged for 2 months. It was reported that the patient was unable to interrogate the battery. A physician mode reset was performed and the overdischarge was resolved. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-26. It was reported that the cause of the charging the implantable neurostimulator (ins) more often issue was not determined, the patient stopped charging and they requested to remove the device. The rep noted that they performed a physician mode reset (pmr) and the patient had not complained about the recharging interval since. There were no further complications reported or anticipated.